Event description:
It was reported that right ventricular (rv) and right atrial (ra) leads exhibited noise. Right ventricular (rv) was capped and replaced on (B)(6) 2024 and right atrial (ra) lead was laser extracted. The patient is in stable condition.